Manufacturer narrative:
Initial reporter phone: (B)(6). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  According to pictures provided by customer, the hemostatic valve appear dislodged inside the hub. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. Investigation findings of ¿appropriate term/code not available" represents "no findings available." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where a hemostatic valve separation issue occurred. It was reported that the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was faulty and was not preventing blood from flushing back out. This occurred with the pentaray catheter inserted and with it out. Only about 5-10 mils of blood was lost as a result. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced with a new one which worked well. The hemostatic valve did not break into pieces nor separate from the sheath. No air entered the patient¿s body. The hemodynamics was not compromised and no intervention was needed. There was no report of patient consequence. The reported event was assessed as a MDR reportable hemostatic valve separation issue.